Event description:
Per adverse event form, pt experienced a fracture of the femoral shaft which resulted in revision of the femoral stem and head.

Manufacturer narrative:
(B) (4). Eval summary: pt info indicates past medical history of osteoporosis, and prior failed fracture treatment using open reduction with internal fixation of the femoral neck on the same side. This indicates that the bone had previously demonstrated weakness leading to fracture of the femur. Also, the surgical device info page of the pt info indicates that there was medial, posterior, and anterior deficiency of the femoral bone in the proximal region. The operative info page of the pt info indicates a dorr type c classification (includes dramatic a/p cortical thinning, and wide intramedullary canal). Stem utilized in this surgery was a standard versys epoch fullcoat. Surgical technique (B) (4) states that these stems are best for dorr type a and b femurs. The surgical technique states that versys epoch fullcoat rn I, stems are the best configuration for dorr type c. It is unk whether this info was considered in pre-operative planning. The indication from the adverse event report is that the event was not related to the device. No x-rays are included which would allow eval of the femoral shape. While the pt info indicates a dorr type c femur, and the surgical technique indicates that the stem selected is a better fit for dorr type a and u femurs, the most likely cause of the femoral fracture is the pt's own osteoporosis. This is supported by length of time from the surgery to the event, as well as the info contained in the adverse event report and the pt info. No product was returned. Review of the device history records was also not possible as the lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.